Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported by the sales rep via phone that during an unknown procedure the blood stop button of two remote controls was not working the complaint device f02ab0136, was received and evaluated. Visual inspection was performed and there¿s no damage in the device. During testing performance, the remote control was detected and recognized by the pump and the buttons for parameters of run/stop, pressure, suction, flow, speed and blood stop were found intermittent and defective. The device was tested several times to ensure the improper functioning. The device was opened to review the internal components. As result, the circuit board, was found burned and some electrical contacts were found removed from their original position. The customer complaint can be confirmed. The root cause for the reported failure was associated with the internal circuit board that was found burned. A manufacturing record evaluation was performed for the finished device lot number:f02ab0136, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown procedure on 11/18/2020, it was observed that the blood stop button on the remote control device was not working. During in-house engineering evaluation, it was determined that the buttons for parameters of run/stop, pressure, suction, flow, speed and blood stop were working intermittently and defective. Another device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.